Manufacturer narrative:
The service engineer (se) confirmed the system error and device alert with audible and visual alarms. The se replaced the single board computer pcb (printed circuit board). The ventilator passed all testing per manufacturing specifications and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator had generated system error and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
One singe board computer was received by failure investigations for analysis. The issue was confirmed, the component was faulty. The fault was caused by an access violation. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.